Event description:
Information was received indicating that the cadd legacy 1 pump caused under delivery and failed the volume testing three times. There were no adverse events reported.

Manufacturer narrative:
One cadd legacy 1 pump was received for evaluation. The event history log was reviewed and there was no evidence of the reported issue. Three separate delivery accuracy tests were performed and the pump was visually inspected. The reported accuracy issue was unable to be confirmed. Delivery accuracy testing found the pump's average delivery error to be within the published specification of +/-6%. There was no fault found with the returned pump. It was recommended that the expulsor assembly be replaced to bring the delivery accuracy closer to nominal of a range.